Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the base frame is bent on chair causing the whole chair to flip over.